Event description:
It was reported that after the ptd had been in continuous use for 1 1/2 minutes, the basket separated from the cable, just as the physician was withdrawing it through the arterial sheath. The basket was retrieved via a snare device through the venous sheath. There were no pt complications.

Manufacturer narrative:
MFR control no. Dc980028. The sample has been returned to arrow. Examination of the sample confirmed that all four fragmentation basket wires had fractured at the sleeve. The cause of the failure is thought to be fatigue. User technique can contribute to premature basket failure.